Event description:
It was reported that noise resulted in non-sustained vf detection. Externalized conductors were observed on the lead. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.